Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump was dropped prior to her experiencing the high blood glucose levels. The customer's blood glucose rose from 139 mg/dl to over 600 mg/dl. The customer stated that she was not feeling well. The customer did not observe any visible damage to the insulin pump. The customer's blood glucose lowered to the 400 mg/dl range. The insulin pump passed the self test during troubleshooting. The customer declined troubleshooting for high blood glucose and was advised to monitor the insulin pump.